Event description:
Additional information received indicates that shock lead integrity testing was performed. All lead integrity measurements were within normal limits. The physician elected to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedances with current measurements being out-of-range. All other lead integrity measurements are stable and within normal limits. There was no evidence of noise nor could any noise be created with isometric exercises and aggressive provocations. Boston scientific technical services (ts) was consulted. Ts recommended that if no noise could be reproduced then patient should be monitored. No adverse patient effects were reported. The device and lead remain in service.